Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia characterized by rollercoaster blood glucose levels while using the ilet bionic pancreas after the initial learning period, noting lower-than-expected meal insulin doses, rising glucose prior to breakfast associated with unbolused coffee, and recent intercurrent illness and injury, with no device alerts or alarms and prior use of humalog only. Symptoms included elevated blood glucose. Outcomes included user-reported impact on glycemic control without medical intervention or hospitalization. Investigation included review by clinical and medical affairs teams for troubleshooting, case assessment, and engineering review of system performance. Investigation of this case revealed no device malfunction identified from available information and that physiologic and behavioral factors such as illness, meal composition, and unannounced caffeine intake could contribute to the reported hyperglycemia. It was concluded that the event was consistent with hyperglycemia with cause unclear, and that continued system adaptation and user education on meal and caffeine announcements would be appropriate.